Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. His blood glucose was 300 mg/dl and he treated with manual injection. The customer declined troubleshooting. He was advised to remain disconnected from the insulin pump and revert to a back-up plan. Nothing further was reported.